Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic myomectomy on (B)(6) 2004, and a morcellex was utilized to treat left adnexal mass, fibroids, and pelvic pain. In (B)(6) 2007, the patient underwent a repeat myomectomy in which pathology revealed the patient to have atypical leiomyoma. In (B)(6) 2007, the patient underwent a resection of fibroid with pathology of atypical smooth muscle neoplasm, highly suspicious for lms. In (B)(6) 2007, the patient underwent a tah/bso with pathology of leiomyoma with focal atypia and inflammatory changes. On (B)(6) 2009, the patient underwent an exploratory laparotomy with pathology of metastatic lms. It was reported that the patient underwent radiation therapy in (B)(6) 2009. It was reported in (B)(6) 2013, the patient was diagnosed with recurrent lms. It was reported that the patient died on (B)(6) 2014, due to due to pneumonia, pulmonary embolism and lms. No additional information was provided.